Event description:
It was reported that during a percutaneous intervention (pci) procedure the stent moved on the balloon. Vascular access was obtained via a contralateral approach. The target lesion was located in the proximal external iliac artery. A express-b-I ld, pmtd, 6.0x30x75cm stent was advanced through the proximal external iliac when the stent moved back on the balloon. The stent remained on the balloon was pulled back into the sheath and removed from the patient. The lesion was predilated with an unspecified 5x4 balloon. Another express-b-I ld, pmtd, 6.0x30x75cm stent was used in the completion of the procedure. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was further reported that the target lesion contained a high grade stenosis and the vessel was severely tortuous.